Event description:
It was reported that the user experienced hypoglycemia followed by hyperglycemia while using the ilet with a dexcom g7, including a lowest glucose of 47 mg/dl for about 30 minutes and a post-correction high up to 288 mg/dl for approximately 1.5 hours after overcorrecting a low and uncertainty about meal announcements. Symptoms included low and high blood glucose with device alerts for both low and prolonged high. Outcomes included self-treatment with oral glucose, no need for assistance, and no medical intervention or ketone testing, with subsequent stabilization to 123 mg/dl after education on 15 g every 15 minutes and standard meal announcement use. Investigation included user coaching on appropriate meal announcements and hypoglycemia treatment, and review of device behavior and alerts. Investigation of this case revealed no device malfunction, with contributing factors likely involving user overcorrection of hypoglycemia and meal announcement confusion after a recent reset, while the algorithm and alerts operated as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.